Event description:
It was reported that the t:slim x2 pump battery would not charge, indicated by a power source alert with code 07. There was no adverse impact to the customer¿s blood glucose level as the pump did not shut down or become unresponsive. The customer resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes using the original charging supplies, after which the pump began charging, and no further assistance was required.